Event description:
The reporter stated the surgeon attempted to insert a cq2015 collamer three piece lens, but the haptic became stuck in the cartridge. There was no patient contact.

Manufacturer narrative:
No lens returned in unit carton.